Manufacturer narrative:
The serial number and the date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
On april 17, 2013, the provider replaced two (2) rear wheels of scooter. On (B)(6) 2013, the user was traveling in scooter when the rear wheels of scooter detached from scooter causing it to tip over with her belted in unit.

Manufacturer narrative:
An inspection showed no issues at all with the device.

Event description:
On (B)(6) 2013, the provider replaced two (2) rear wheels of scooter. On (B)(6) 2013, the user was traveling in scooter when the rear wheels of scooter detached from scooter causing it to tip over with her belted in unit.